Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, dysmenorrhoea, menorrhagia, allergy to metals, weight increased, dyspareunia, anxiety and depression outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, menorrhagia and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure location of device: migrated partially through uterus"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia repair, cesarean section and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin), co-trimoxazole (bactrim) and rizatriptan (maxalt). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices), surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices), surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, weight increased, anxiety and depression outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a single micro insert was placed in each tubal ostia with three coils protruded from each tubal ostia at the end of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: both tubes were occluded; on (B)(6) 2013: both tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure location of device: migrated partially through uterus"), abdominal pain ("abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. A47942) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hernia repair, cesarean section and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin), co-trimoxazole (bactrim) and rizatriptan (maxalt). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 4 years 10 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), weight increased ("weight gain"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, weight increased, anxiety and depression outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a single micro insert was placed in each tubal ostia with three coils protruded from each tubal ostia at the end of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-feb-2013: both tubes were occluded; on 17-jul-2013: both tubes were occluded most recent follow-up information incorporated above includes: on 10-oct-2018: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (general), device dislocation, abnormal bleeding (vaginal), pain, perforation (fallopian tube(s), perforation (uterus). And dysmenorrhea (cramping), abnormal bleeding (menorrhagia) clubbed to previous events. Reporter information, events onset date, lab data were added. Essure insertion & removal date were updated. Lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)'), embedded device ('metal coil medical device embedded within the left fallopian tube'), uterine perforation ('perforation (uterus)'), device dislocation ('migration of essure location of device: migrated partially through uterus'), abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 43-year-old female patient who had essure (batch no. A47942) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (1 miscarriage) and live birth (1 live birth). Concurrent conditions included hernia repair, cesarean section and uterine fibroids. Concomitant products included acetylsalicylic acid (aspirin), bupropion, butalbital;caffeine;paracetamol (fioricet), fluoxetine, gabapentin, medroxyprogesterone acetate (depo provera), rizatriptan benzoate (maxalt), sulfamethoxazole;trimethoprim (bactrim) and trazodone. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("extreme debilitating menstrual pain/ dysmenorrhea (cramping)"), 4 years 10 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal heavy menstrual bleeding / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, uterine perforation, device dislocation, abdominal pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage, allergy to metals, weight increased, anxiety and depression outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: a single micro insert was placed in each tubal ostia with three coils protruded from each tubal ostia at the end of the case. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: both tubes were occluded; on (B)(6) 2013: results: both tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: medical record was received. Events added from medical record- embedded device. Reporter information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.